Event description:
While following up on an unrelated liberty select cycler alarm, it was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. Upon further follow-up, the patient¿s pd registered nurse (pdrn) said they did not have any additional information as the hospital had not sent over any documentation pertaining to the peritonitis event. Multiple follow-up attempts were performed, and thus far no further details have been provided.